Event description:
As part of the BOOMBOX post-market clinical study, on (b)(6)2026, an 88-year-old female patient with a history of colon adenocarcinoma metastatic to the liver received histotripsy treatment to one hepatic tumor lesion in segment 6 with a total planned treatment volume (PTV) of approximately 33.5 cc.Immediately following the histotripsy procedure, post-procedure CT imaging of the liver demonstrated a new area of low density concerning for pseudoaneurysm formation arising from a posterior right hepatic lobe branch within the histotripsy PTV, with additional concern for active bleeding. The patient was hemodynamically stable, and the available progress note documented that vital signs and laboratory findings were unremarkable at the time of evaluation. However, the patient was admitted for management of suspected hepatic pseudoaneurysm and liver hemorrhage. During angiography, the treating physician identified a pseudoaneurysm involving the posterior branch of the right hepatic artery. Coil embolization was performed proximal to the pseudoaneurysm in the posterior branch of the right hepatic artery for hemorrhage control. The patient tolerated the embolization procedure well, and no complications from the embolization procedure were documented.The following day, the patient was discharged home and reported to be in good condition, with stable vital signs, unremarkable laboratory findings, tolerance of a regular diet, and well-controlled pain.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The report of post-procedural pseudoaneurysm is consistent with the labeled risk of mechanical injury to the vessels when vascular structures are within or adjacent to the planned treatment volume. The Edison System labeling includes the following warning statement: "Mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the PTV. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."